Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01981.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit and a penumbra system 3maxc reperfusion catheter (3maxc). During the procedure, the penumbra system ace 68 reperfusion catheter (ace68) and 3maxc were placed into the patient. It was reported that the physician noticed the ace68 and 3maxc to have rough surfaces; therefore, they were removed. The procedure was completed using other catheters. The current condition of the patient is unknown, and no further information is available.

Manufacturer narrative:
Results: the returned ace68 distal tip was ovalized at approximately 133.0 cm from the hub. The catheter distal shaft was compressed and damaged at approximately 121.0 cm ¿ 125.0 cm and 132.0 cm from the hub. Upon functional testing, the returned ace68 was unable to be advanced through a demonstration neuron max due to the distal ovalization. Conclusions: evaluation of the returned ace68 revealed that the distal tip was ovalized and the catheter distal shaft was damaged. If the device is forcefully advanced against resistance, damages such as these may occur. The root cause of the resistance was unable to determine. Evaluation of the returned 3maxc revealed kinks on its distal shaft. If the device is forcefully advanced against resistance, damages such as these may occur. During functional testing, the 3maxc was able to be advanced through the returned ace68 without issue. The root cause of the resistance was unable to determine. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01981.